Manufacturer narrative:
A review of the production records found no production issues with the device.

Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
High impedance with the trial stimulator (epg). Issue was resolved by replacing the trial stimulator with another one.